Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Event description:
A cryoablation procedure was performed using the arctic front catheter. Two ablations were performed in the lipv and two ablations were performed in the lspv. Approximately 180 seconds into an ablation in the rspv, the doctor noticed a drop in the pt's blood pressure and the ablation was stopped. The doctor performed a pericardiocentesis; he withdrew 250cc of fluid from the pericardium. After a 30 minute wait, the doctor decided to complete the procedure with radio frequency (rf).